Manufacturer narrative:
The customer has been asked to assist with the evaluation of this device. When additional information becomes available, a supplemental report will be submitted.

Event description:
The cool cap screen went blank causing an interruption 12 hours into the patient treatment. The customer was able to get the cool cap operating again, but had to start from the beginning for treatment. There has been no report of death or serious injury.

Manufacturer narrative:
The cool-cap system was returned to natus and evaluated by natus factory service. Factory service ran the system and was unable to duplicate the reported issue of a blank screen. System event logger data downloaded from the cool-cap was analyzed and plotted to show the temperature changes during the course of treatment. There was no indication found in the logged data that the cool-cap system had been rebooted.